Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was intermittent inaccuracies with multiple sensors between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not recall cgm and meter bg readings. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.